Event description:
Ous MDR - the rv pace/sense impedance has been increasing since (B)(6) 2016. It rose from ~900 ohm to >2000 ohm. On (B)(6) 2016, we received an alert via home monitoring that rv impedance is out of range. Additionally, rv pacing threshold increased from 0.8v @ 0.4ms to 1.2v @ 0.4ms. All other parameters are within range. The patient will be scheduled for an rv lead replacement.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available trend curves showed an increase of the pacing impedance from approximately 900 ohms in august 2015 up to approximately 2100 ohms in august 2016, consistent with the observation reported in the complaint description. Furthermore a pacing threshold of 1.2 volts could be confirmed by means of the provided data. Without further information or analysis of the lead itself, no definite conclusion regarding the root cause of this observation can be drawn. However, as calcification is known to cause high impedances, the development of calcified adherences on the lead tip should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.